Event description:
Baxter reports leakage from the tubing of a uv transfer set during use. A set change was performed immediately after leakage was noted. The affiliate reports no patient injury or medical intervention as a result of the incident.